Event description:
Gastric ulcer that ulcerated into an artery [gastric ulcer perforated]. Patient began bleeding postoperatively into an artery [arterial haemorrhage]. On (B)(6) 2019, a serious initial report of the events, gastric ulcer that ulcerated into an artery (gastric ulcer perforation) and patient began bleeding postoperatively into an artery. (Arterial haemorrhage) was received from a nurse practitioner via a company representative, along with amendments on (B)(6) 2019. On (B)(6) 2019 at 08:00 am, a (B)(6) male patient was implanted with epicel (epicel cultured epidermal autografts) (lot number ee02499, 96 grafts) for the indication of thermal burn. On (B)(6) 2019, 12 days after being grafted with epicel, the patient expired due to gastric ulcer that ulcerated into an artery (gastric ulcer perforation) and patient began bleeding postoperatively into an artery (arterial haemorrhage). Treatment for both the events was not reported. The outcome of the events gastric ulcer that ulcerated into an artery and patient began bleeding postoperatively into an artery was reported as fatal. Relevant medical history was not provided. Relevant concomitant medications were not provided. The events of gastric ulcer that ulcerated into an artery and patient began bleeding postoperatively into an artery were considered serious due to the death of the patient. Additional information will be requested from the reporter and the case will be re-assessed upon receipt. The reporting nurse practitioner assessed the events of gastric ulcer that ulcerated into an artery (gastric ulcer perforation) and patient began bleeding postoperatively into an artery (arterial haemorrhage) as not related to epicel. The sponsor assessed the fatal events of gastric ulcer that ulcerated into an artery (gastric ulcer perforation) and patient began bleeding postoperatively into an artery (arterial haemorrhage) as not related to epicel. The case was assessed as not being a reportable medical device report (MDR). The events of gastric ulcer that ulcerated into an artery and patient began bleeding postoperatively into an artery were assessed as serious and unexpected per the epicel directions for use (dfu).